Manufacturer narrative:
((B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient presented to the hospital due to elevated heart rates. It was noted at the time of the implant procedure on (B)(6) 2015 that the patient had atrial flutter with rapid ventricular responses. An av ablation procedure was planned on (B)(6) 2015. At the time of the av ablation procedure, it was observed that this right atrial lead had dislodged. The physician elected to explant the ra lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.